Manufacturer narrative:
Additional information received from the local field representative indicated that the device was programmed to vvi mode. There were no plans for additional intervention at this time.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock due to ventricular tachycardia (vt). The episode also showed evidence of fast atrial activity, which suggested the shock delivered may have been inappropriate. In a review of the data, it was identified that the right atrial (ra) lead impedance with another manufacturer's lead was greater than 2,500 ohms. The pacing impedance had been stable around 400 ohms until three months ago. Boston scientific technical services (ts) recommended obtaining a chest x-ray. No adverse patient effects were reported.